Event description:
During a transfemoral tavr procedure, the guidewire perforated the left ventricle during valve deployment. The sapien 3 valve was slowly deployed. The delivery system was pulled back and echo confirmed proper placement. A large pericardial effusion was noticed, but were unable to determine the area where it occurred. The patient became unresponsive again and a code was called. A pericardiocentesis was performed that yielded approximately 500cc of blood. Echo determined that it was either a right ventricle or left ventricle laceration. Five units of blood were given and the patient was sent to the or for an emergency thoracotomy. Surgery revealed a left ventricle perforation caused by the wire (the entire loop was outside the ventricle). The perforation was repaired and the patient was transferred to the cvicu intubated but stable. The lv perforation due to the wire.

Manufacturer narrative:
Per medical records received, a 23mm commander delivery system was used for this case.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians determined that the guide wire position in the left ventricle caused the perforation and subsequent pericardial effusion. There is no allegation against the edwards device the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.